Event description:
It was reported that the patient underwent spinal fusion surgery and laminectomy to address a disc herniation at l4-l5 and corresponding intractable back pain. The patient underwent a plif approach using an interbody cage at l4-l5. Reportedly, within weeks of the surgery, the patient began experiencing recurrent pain in his lumbar back. Subsequent radiographic imaging indicated posterior migration of the cage. At 63 days post-op, the patient underwent a revision surgery to correct the observed looseness and migration. During this surgery, the surgeon noted that the cage was "sticking up somewhat out of the disk space" and was "notably loose." The surgeon performed another plif at l4-l5.

Event description:
On (B)(6) 2004: plif at l4-5 using infuse/bmp and capstone vbs cage (32x12). Pre-op diagnosis ~ intractable back pain. On (B)(6) 2004: migrated interbody fusion cage. Revision ~ removed cage, replaced with capstone. Plif at l4-5 using infuse/bmp, legacy cannulated screws 5.5 x 50, 50mm titanium rod , capstone 12x32. On (B)(6) 2005: decreased sensation in the lateral aspect of his thighs, with the left being worse than the right. 70 degrees of forward flexion of lumbar spine and approximately 30 degrees of extension with mild discomfort in the center of lumbar spine. On (B)(6) 2005: pt. Came in because he had significant left bilateral leg pain, paresthesias and numbness. On (B)(6) 2006: l4-5 stenosis and pseudoarthrosis. Revision l4-5 decompression; l4-5 revision fusion with allograft bone and bmp. L4-5 instrumentation , l4-5 removal of spinal hardware (B)(6) 2006: last MRI scan showed a recurrent disc herniation at l4-l5 on the left with severe left foraminal stenosis and some effacement of the thecal sac. Marked improvement in lower extremity pain but began to recur 6 wks. Post-surgery. On (B)(6) 2007: note 'went to uab last year to get opinion, he said to live with pain; not sure surgery would offer relief.' On (B)(6) 2008: lumbar facet block at the bilateral l3/l4, l4/l5, l5/s1 and s1 superior branch. On (B)(6) 2008: ll pain with prolonged standing, last procedure not much help; not sleeping well. On (B)(6) 2008: left leg pain when laying down. On (B)(6) 2009: pain radiating down leg. On (B)(6) 2010: lumbar pain and leg pain in p.m. On (B)(6) 2011: sharp pain shooting down lle mainly at right. On (B)(6) 2011:no signs of infection. Low back pain on extension and flexion. Transforaminal epidural injection. On (B)(6) 2011: revision surgery; ectopic bone growth removed.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.